Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial bilateral knee surgery on an unknown date. Subsequently, the patients left tibial insert was revised due to unknown reasons approximately 12 years post surgery.

Event description:
It was reported that a patient underwent an initial bilateral knee procedure on an unknown date; subsequently, the patients left tibial insert was revised due to loosening.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to operative notes. Device history record was reviewed and no discrepancies were found. No devices were received; therefore the condition of the components is unknown. Revision operative notes state that articular surface was revised due to pain and limited mobility because of loosening of polyethylene tka. Explanted polyethylene showed substantial dishing and substantial narrowing at its thinnest portion in the middle. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.